Manufacturer narrative:
The investigated result: sheath torn/split. Investigation results visual evaluation of the complaint device revealed that the catheter was crushed, torn/split, and the wire was protruding out of the catheter near the handle. The catheter length was measured and was within manufacturing specification. A functional analysis could not be performed due to the damage of the catheter. The complaint was not confirmed, the working length was within specifications. Based on the investigation results and available information, the most probable root cause of handling damage will be assigned to this complaint as it is most likely that the complaint was caused by handling of the device during procedure outside the patient. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, the snare overextended when it was tested outside the patient. It was reported that the loop could not be fully retracted due to the overextension. Another captivator snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Product analysis revealed the working length to be torn/split; therefore, this is now a MDR reportable event.